Event description:
During coil embolization within the splenic artery aneurysm, when the physician inserted idc coil (30mm x 10cm) into the microcatheter (mc) the coil got stuck in the mc. The physician withdrew the coil and mc as one unit from the pt's vessel. Another coil and mc were used to complete the procedure successfully. There was no adverse consequence to the pt.